Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported to a company representative that a vns patient had been treated for an infection after vns replacement surgery. The generator was not removed. Additional relevant information has not been received to-date.

Event description:
Full replacement surgery occurred.

Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided on the initial report that the manufacturing records for the lead and generator were reviewed. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
The manufacturing records for the lead and generator were reviewed and verified both devices were sterilized prior to distribution. Information was received that the patient had been in the hospital for 2 months and the device had been removed.

Event description:
The physician plans to take the electrodes completely off the nerve. No known lead surgery has occurred to-date.

Event description:
Information from the physician was received stating that the patient had only the generator removed and completed a course of IV antibiotics and subsequently had multiple changes to his seizure medications since removal of the vns. Mother reports that since his surgery he has had a modest increase in small seizures with minimal increase in his general tonic seizures. She also notes increased response time to questions and more obsessive behavior.